Event description:
The remote report of (B)(6) 2013 showed red warning for lead and coil but leads impedances were within normal range. An explanation is required.

Manufacturer narrative:
This event concerns a device that ws manufactured and used outside the united states. Analysis is pending.